Manufacturer narrative:
The complaint of catheter tip malposition is inconclusive. Gross visual, microscopic, tactual and functional testing of the device could not isolate any damage to the powerpicc t/l catheter. The complaint incident could not be replicated in the laboratory setting. The product instructions for use (IFU) provided narrative illustrated instructions on placement catheter. A lot history review (lhr) of rexg0331 showed no other similar product complaint(s) from this lot number.

Event description:
Difficulty aspirating blood. Pt sent to x-ray. PICC malpositioned into right internal jugular vein with no prior power injection upon x-ray availability. After evaluating the x-ray, I noted the catheter was coiled in a large looped shape up into the right ij as reported with two visible kinks in the catheter. The catheter was replaced with another catheter without difficulty in the left basilic vein.